Event description:
It was reported that this patients remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Additionally, latitude was checked, and there was an alert for high out of range shock impedance measurement triggered in (B)(6) 2023. Additionally, a second alert for high out of range shock impedance measurement, measuring greater than 142 ohms was observed. There were no adverse patient effects reported. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in-service.